Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the crack starting from the top until battery compartment, critical pump error with an open book image. The customer experinced hyperglycemia visited emergency room to have insulin administration. The event involved product(s) mmt-1884l. Troubleshoting was performed pump error and noticed physical damage to the pump and troubleshooting was performed for cosmetic damage. And the customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Advised the customer about the return policy and advised to return the pump. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor at the flex cable traces and motor. Successfully downloaded history files and traces using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file on (B)(6) 2025 at 07:36:45.000 and (B)(6) 2025 at 07:46:00.000 due to moisture damage on the force sensor at the flex cable traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with cracked battery tube threads and cracked case battery tube side. The following were noted during visual inspection: minor scratched display widow, scratched case, stained serial number label, pillowing keypad overlay and dog chew marks on the keypad overlay and case. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event dates of 04-mar-2025 and 27-apr-2025 listed on smartsolve due to no data available. Unable to perform the history review 1 week prior to the event date 04-mar-2025 in the pump history file due to no data available. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 27-apr-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 27-apr-2025 in the pump history file and found lostsensor1alert on (B)(6) 2025 04:02:00.000. Unable to test for lost sensor alert due to critical pump error (open book image) alarm. Unable to perform the functional test due to critical pump error (open book image) alarm. Alarm-aa99-critical pump error confirmed due to alarm-a338-pump error 35. Alarm-a338-pump error 35 confirmed due to moisture damage on the force sensor. Upload error confirmed (unable to perform the carelink upload due to critical pump error (open book image) alarm). Damage- cracked case battery tube confirmed. Damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.